Event description:
It was reported that placement of an impella cp was suboptimal due to patient anatomy, and the p level could not be turned above 4 without suction occurring. No patient harm was reported and impella support continues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D6b explant date added.